Event description:
A surgeon reported a pt with uncorrected astigmatism following intraocular lens (iol) implant surgeries. He reported the pt's cornea is flat and irregular due to previous rk(radial keratotomy) procedure. The lens was exchanged for the same model, different power lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined by the investigation. Add'l info was requested on 12/09/2011 by fax, and mail. A completed questionaire has not been received. (B)(4).